Event description:
Event description guidant received information from the patient's family via voicemail message, that their pacemaker is not working as intended. The following allegations were made: not working properly, unable to work when needed, and not kicking in to get the frequency up to levels programmed. The patient also reported the following symptoms they experienced: dizziness, lack of oxygen, low blood pressure, and low pulse. This device has since been explanted and replaced with an unknown model/serial device.